Event description:
It was reported that approximately nineteen months post xience v stenting procedure in the ramus artery with one 2.5 x 12 stent and in the right posterior descending artery with one 2.5 x 23, the patient experienced chest pain that woke him up from sleep. Emergency medical services were called to the home, the patient became worse and died at home from a myocardial infarction on (B)(6) 2011. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, death, and myocardial infarction are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.